Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies and was receiving low suspend alarms. Customer stated that the sensor was reading 57 mg/dl but her blood glucose was 105 mg/dl. The customer was advised the threshold suspend limit is set up at 60 mg/dl. The sensor would be replaced but will not return for analysis. Customer's father reported via phone call that the customer received a no delivery alarm and experienced high blood glucose over 600 mg/dl. Father stated that this has happened twice in the last couple of weeks. The school nurse troubleshooted and found that the cannula was bent and the second time, the tubing looked a cloudy or discolored at the site.